Event description:
A nurse reported that an intraocular lens (iol) was replaced when scratches were noticed on the iol during the first postoperative visit. The iol was replaced with the same model lens. Additional info has been requested.

Manufacturer narrative:
The product was returned for analysis and was verified to have signs of handling. Both haptics were bent-gusset area. Optic was scratched in the center and had a split/cracked area. While we were unable to determine the origin of the damage, our observations reasonably suggest the damage is not mfg related. Product history records were reviewed and all documents indicate the product met release criteria. There have been no other complaints reported in the lot number. Additional info was requested on 2/25/2009 and 2/26/2009 by phone, fax, and mail. A completed questionnaire has not been received.